Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Sheath and stylet were returned inserted in the device. The sheath could not be fully loaded onto the stent. There was visible damage to the 27th, 28th and 29th distal stent wraps, with numerous struts raised. Proximal stent od = (0.072 inches). Mid stent od = (0.047 inches). Distal stent od = (0.045 inches). Specification = (0.055 inches) max. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a severely calcified and moderately tortuous cx ostium lesion exhibiting 80% stenosis. It was reported that the device was removed from its packaging as per IFU and inspected with no issues noted. Lesion was not pre-dilated. It was reported that no resistance was encountered when advancing and no excessive force was used. The device failed to cross the calcified target lesion and the stent was reported as damaged during positioning. The device was replaced with another stent. No patient injury. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Procedure was completed with a 3.0x33mm non-medtronic stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.